Manufacturer narrative:
Additional information was received that the reason for ipg replacement was to upgrade for a new therapy. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.